Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01134, 3005168196-2020-01135.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max), a penumbra system jet 7 reperfusion catheter (jet7) and a velocity delivery microcatheter (velocity). It was noted that the patient had type iii arch and an anatomy that was very tortuous. During the procedure, the physician advanced the neuron max until it was unable to be advanced beyond the carotid bifurcation. It was noted that the takeoff of the brachiocephalic artery was very tortuous. The physician then advanced the velocity over the jet7 beyond the brachiocephalic artery; but eventually was unable to advance them any further. The physician made several attempts to advance the velocity and jet7 further but were unsuccessful. The physician experienced resistance while attempting to retract the velocity and jet7. Upon removal, it was noticed that the jet7 stretched and the distal tip had broken off. The physician confirmed that the broken piece of the jet7 was lodged within the distal end of the neuron max; therefore, the neuron max containing the broken piece of the jet7 was removed. Upon removal it was noticed that the neuron max was kinked. It was reported that the physician attempted to continue the procedure using a new neuron max, a new jet7 and a new velocity, but was unsuccessful. The physician then attempted to complete the procedure using radial access; however, it was also unsuccessful. It was reported that the attempts were unsuccessful due to how difficult it was to access the target vessel. There was no report of an adverse effect to the patient.